Event description:
Cpi received info that this implantable pulse generator (ipg) was explanted due to early battery depletion. Further info was received refuting the allegation of device failure. The alleged allegation was against competitors leads. When the ipg was returned analysis was performed. Analysis located a defective integrated circuit within the hybrid of the ipg.